Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient began duodopa therapy in (B)(6) 2016. On (B)(6) 2023, the patient initially reported that the " j-peg tube burst" with a sensation like the tube had burst inside and had to have surgery to remove part of the stomach. The patient went to the emergency room where an abdominal wall infection was suspected. The patient was seen at a different health facility where unspecified antibiotics were prescribed and was subsequently discharged on (B)(6) 2023. Additional information received from a nurse who was unable to confirm if the tubing had burst and if the patient underwent surgery to remove part of her stomach. It was reported that there was milky white fluid leaking out of the tube. The patient had the tubing removed on (B)(6) 2023 as she did not want another tubing placed because of a recent kidney transplant and believed that the tubing was the cause of the infection. It was unclear if the reported events were associated with the peg tube or the j-tube. At the time of report, no further information was available.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Post-procedural complications and gastro-intestinal infections are known complications of a j tube placement. Health effect clinical code of 4581 was chosen to capture the unspecified post-procedural complication with gastrectomy. Multiple attempts were made to obtain the status of the sample were unsuccessful. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.